Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was an incomplete package seal. A guidezilla¿ ii long guide extension catheter was chosen for a percutaneous coronary intervention procedure. After opening the device box, it was noticed that the bottom portion of the sterile package was not sealed. It appeared as though there was no glue or heat seal on this portion of the packaging. Due to this issue, the device was replaced with another of the same device to complete the procedure. The contaminated device never went inside of the patient's body. No patient complications were reported.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On,  device returned to MFR., device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: the device was returned in the pouch and an opened box (shelf carton); the guidezilla device was loaded in the hoop. Product analysis was conducted by personnel from the maple grove complaint investigation site (cis) and operations engineering. The pouch was microscopically and tactile inspected. Inspection revealed the pouch to be completely missing the bottom seal of the pouch. There was no heat signature or sign of any seal. The remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that there was an incomplete package seal. A guidezilla¿ ii long guide extension catheter was chosen for a percutaneous coronary intervention procedure. After opening the device box, it was noticed that the bottom portion of the sterile package was not sealed. It appeared as though there was no glue or heat seal on this portion of the packaging. Due to this issue, the device was replaced with another of the same device to complete the procedure. The contaminated device never went inside of the patient's body. No patient complications were reported.